Event description:
The user facility returned the actual product sample for analysis. Visual examination revealed blood residue in the hub and tubing. Inspection by microscopy and leakage testing were performed. The sample was leak tested to determine the presence of a cracked hub. The following test method was used: 45 lbs psi of water pressure was forced through the catheter hub unit for a 10 sec time period to determine if there was fluid leakage between the catheter hub and the tubing assembled to it. Leakage is defined as a falling drop of water. The device was found to be free of cracks, holes or leakage. Ten mfg retain samples were also tested in the same manner. All the retain samples were found to be free of cracks, holes and leakage. The investigation concluded that the reported difficulty could not be attributed to the device. Add'l info was requested from the user facility. The hosp rep reports that the clinician had removed the introducer needle and had not yet connected the hub of the catheter to another device at the time that the backflow was noted. Any intravenous catheter will exhibit a blackflow of blood if it is not mechanically obturated. Standards of practice indicate that all connections should be checked for security and leakage when establishing any intravenous fluid pathway. The reported event is not occurring at greater than usual frequency because the number of complaints reported for leakage involving the protectiv plus i.v. Catheter over the 12 months preceeding the alert date show, using regression analysis, an upward slope, though not substantial (t ration = 1.73, <2.0) and not statistically significant (p value = 0.114, >0.05. The reported event is not occurring at greater than usual severity because the outcome has been limited to removal of the device with a successful restart in a different location.